Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred the 90% stenosed target lesion was located in the left cephalic vein. The 5.0mm x 20mm sterling balloon catheter was advanced for dilatation. Inflation was performed once to 6atms. The lesion was not dilated at all. During the second inflation, the balloon ruptured at 14atms. The device was removed and the procedure was completed with a 4.0mmm x 15mm small peripheral cutting balloon . There were no patient complications reported and the patient's status is good.